Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. This is 3 of 3 reports (3007042319-2015-00562, 00563 and 564) submitted for devices related to the same patient.

Event description:
It was reported from (B)(6) that the controller changes from one power port to the other one before the batteries are down to 25%. The batteries were replaced by the hospital with no effect on the patient. This MFR report is 3 of 3 related to the same event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the battery ((B)(4)) met specifications; this battery passed visual inspection and functional testing. The reported event was confirmed via controller log files which revealed multiple premature battery switches during the weeks prior to the date of the event. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported power switching event is a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. The results of the analysis found no fault; therefore, the batteries in this report are not considered to be FDA reportable. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is three of three reports (3007042319-2015-00562, 2015-00563 and 2015-00564) submitted for devices related to the same event.